Manufacturer narrative:
(B)(4). The pump passed the displacement test. Pump received with intermittent keypad unresponsiveness at the "down", "left" and "back" buttons. Keypad unresponsiveness isolated to the pump casing/keypad. Pump error 63 alarmed during self test and confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pin 6). Volume did not change when adjusted. Audio/vibrate anomaly/absence of alarm confirmed. P-cap/reservoir locked properly in place. Pump received with keypad overlay peeling.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were unresponsive. After troubleshooting, buttons were responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.